Event description:
It was reported that the insulin pump was unable to perform a manual prime. All the insulin was pushed out of the reservoir. The activate button was pressed continuously and it did not appear anything on display. The infusion set and the reservoir were changed with no results. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test as a result of the motor encoder signal being out of phase. However, the device passed the prime, displacement, and basic occlusion tests.